Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer was advised that the insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit had minor scratched lcd window and cracked reservoir tube lip.